Event description:
Healthcare professional reported "right-side deflation." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: two openings on anterior. Leak test and microscopic analysis was performed which identified: two striated openings on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two striated openings on anterior assessed as surgical damage.

Event description:
Healthcare professional reported right side "deflation." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.